Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon investigation, the front response button tactile switch was missing from the monitor. The root cause of the damaged response button could not be positively identified, but the damage was likely caused by the use of excessive force when using the response button. No adverse event occurred due to the defective front response button. The last person to use this monitor did not report any problem.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a defective front response button. The last pt to use this monitor did not report any deficiencies.